Event description:
It was reported that the customer experienced a past blood glucose (bg) level of 44 mg/dl. Reportedly, the customer alleged intermittently the pump software did not accurately adjust the amount of insulin delivered resulting in the ongoing low bg. Customer went to the emergency room (ER) and was subsequently hospitalized on (B)(6) 2025. Customer was treated with intravenous fluids of saline and "low dose sugar drop." Customer was released from the hospital on (B)(6) 2025 with the issue resolved and no permanent damage. Tandem technical support (cts) performed a system check and performed a review of the pump data to determine a possible cause. Cts determined that the pump functioned as intended and the cause of the low bg was unknown. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond. No additional patient or event information was available.